Event description:
This is a complaint about chemical leak. According to the customer report leakage of chemical solution found when p14j is used to prepare a keytruda using assembly fixture. There are four returned items, but one leaked out. Customer would like to compare the leaked one with the one that did not leak out.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: four protectors were provided to our quality team for investigation. Through visual inspection, it was identified the protector needle penetrated the vial stopper off center in one of the returned samples, verifying the reported leakage. No issues with the connection was observed on the other returned samples, all protectors properly penetrated the vial stopper. Product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device, including leakage testing and verification all critical dimension are within specification. As lot information for this incident was not available, a device history review could not be performed. Based on the sample evaluation, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.